Event description:
Received electronic report from a hemodialysis user facility. The report stated when the pct turned the twister white dial connector back into original position, the venous line was not secured tightly to the white dial we use to turn for twister line/access flow. The facility was contacted where it was learned that the pct had seen a little blood at the venous section of the twister device and then when she twisted it back into position, the venous line separated from the dial. They did not return this patient's blood. A stat hgb was drawn at this time. A new line was then set up, the dialysis treatment was resumed and completed as prescribed. The rn reported the hbg was within normal limits. There is no report of further injury or ill effect. The pt was discharged to home when the dialysis treatment was completed. There is no sample available for an evaluation.